Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller was unable to connect to the power module. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller having difficulty connecting to the power module due to a stuck pin was confirmed. The returned system controller, serial (B)(6), was found to have a stuck pin in position 5 of the white power cable which is responsible for data transmission. The pin was removed to continue with testing. The controller was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. Device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain the guidelines for power cable connectors and power cable disconnect alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The IFU states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors¿ gently bring the connectors together, turning them slightly to make the connection, if needed¿ never twist connectors or pull them apart at an angle.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that an electrical pin from patient cable had become dislodged and was found stuck inside the system controller connector. The system controller was exchanged and the patient was stable.